Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, for the reported "left battery not charging", the fse could not confirm the reported. The iabp was found to be in rescue mode; reseated and exorcised the iabp to no fail. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had a battery failure on the left side battery. There was no patient involvement, and no adverse event reported.